Event description:
This is report 4 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgery, it was observed that the cutting burr device did not engage properly into the attachment device. According to the report, the cutting burr did properly engage into the attachment device sometimes; and at other times it would either partially engage or not engage at all. The reporter stated that when the burr was partially engaged, the burr would not rotate when the foot pedal was pressed; and would eventually fall out completely. The reporter stated that this issue was present in all four attachment devices that were used. The reporter stated that cutting burr device was changed and the same issue was observed. There was a five minute delay to the surgical procedure. It was not reported if a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.